Event description:
Reportedly, during the implantation of a 3844 defibrillator, on (B)(6) 2026, while being accompanied by our new engineer, we noticed a battery issue with the device. As the procedure was almost completed ¿ the atrial and rv leads were already in place and we were finishing the implantation of the lv lead ¿ I asked my colleague to start interrogating the defibrillator. While I was completing the tests on the left-ventricular lead with the physician, he initialized the device and performed a charge test. He then informed me that the charge time was 13 seconds. I asked him to run a second charge test to verify proper functioning. The second test showed a value of 11 seconds, but the test felt longer than the duration displayed on the device. I then checked the battery voltage and observed a battery level of 2.93 v. I decided to take out another defibrillator for the procedure. In the memory logs of the defective device, we can observe an unusual battery curve recorded over the past year and a half. I am not aware of any earlier interrogation of this defibrillator that would justify a linear mode over such a long period.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The device was manufactured on 21 march 2024. The device was not implanted. - on (B)(6) 2025, the battery voltage was measured at 2.94v. As described in the user manual, the device should not be implanted if the battery voltage is below than 3v. - files analysis (data file dated 01 dec 2025) revealed that that no battery reforming was performed since the device manufacturing. Based on files analysis, this device is probably affected by a software bug : a programming action should have switched the device into a specific mode, which is more consuming than the shelf-life mode, which explained the change in the battery curve, and deactivates the battery reforming until the device implantation. The switch into a specific mode after reprogramming (except activation and deactivation of the shocks) is not expected. The switch into the specific mode occurred probably mid-2024